Manufacturer narrative:
On (B)(6) 2011, it was alleged by the complainant that cavicide splashed into her eyes. She flushed her eyes for 20 minutes before calling metrex technical. The customer was wearing full ppe, including goggles, at the time of incident. The customer experienced minor eye irritation. She was advised to seek medical attention. The customer was supposed to visit ER and call back to give updates on the doctor's diagnosis. (B)(6) 2011: attempts to contact the customer via phone were made for days. There was no answer and no response to messages that were left. At this time there was no indication that a serious or permanent injury had occurred. (B)(6) 2011: new information received: spoke with customer who indicated that she is fully recovered but was given prescription eye drops. As a result of this new information, this incident is considered MDR reportable. Product not provided by customer.

Event description:
On (B)(6) 2011, it was alleged by the complainant that cavicide splashed into her eyes.